Event description:
It was reported that the programmer could not get telemetry. The radio frequency (rf) programmer head was replaced and determined not to be the cause. Another programmer was used to continue the case. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry difficulty and the link electronic module printed circuit board was calibrated, and the hard drive reconfigured and the software reloaded and updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.